Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The visual inspection revealed deformations of the outer conductor coil in the region of the suture sleeve resulting from a tight suture. At this position a squeezed lead body was detected. The conductor coils and the insulation were intact apart from cuts in the insulation which most likely occurred during the explantation procedure. Further analysis showed that the lead's distal part was partly pulled out from the ring electrode. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to strong mechanical forces during the explantation procedure. With regard to the issues mentioned in the complaint description, the analysis of the lead did not show any deviations. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
After an implantation period of about 26 months, impedance values > 3000 ohm and a loss of capture was reported. The lead was replaced, but not returned to biotronik. No further adverse patient side effects have been reported.